Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 59 and blood glucose was 227 mg/dl. Customer was not sure of reason for differences in reading as she receivced new tape for proper adhesion. Troubleshooting was performed and customer was educated on proper sensor usage and adhesion. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Inspected one opened and used enlite sensor. We performed continuity resistance test and sensor failed test.